Event description:
This 41 year old female previously underwent bilateral gel augmentation mammoplasty in 1971. The manufacturer of the implants is unknown to this reporting facility. The patient is concerned that there is a relationship between her symptoms of memory loss and arthiritis symptoms and wishes the implants removed. Exam: the left implant was grossly was grossly ruptured; the right implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.